Manufacturer narrative:
The patient's dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. (B)(6). The angiosculpt device was returned for evaluation. Visual inspection found an inverted distal balloon, a misaligned scoring element, and multiple kinks on the transition tubing. During functional testing, using an indeflator filled with green color dye water, the balloon was inflated at 8 atm and a pinhole leak was observed at the distal portion of the balloon. The IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp.

Event description:
The angiosculpt device was used to treat a peripheral lesion. During the third inflation from 8 atm to 14 atm, the balloon ruptured. The procedure was completed with a new angiosculpt device. No patient injury reported. This product problem is being submitted conservatively because the balloon ruptured at rbp.

Manufacturer narrative:
The patient's dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Foreign - (B)(6). The angiosculpt device was returned for evaluation. Visual inspection found an inverted distal balloon, a misaligned scoring element, and multiple kinks on the transition tubing. During functional testing, using an indeflator filled with green color dye water, the balloon was inflated at 8 atm and a pinhole leak was observed at the distal portion of the balloon. The IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp.

Event description:
The angiosculpt device was used to treat a peripheral lesion. During the third inflation from 8 atm to 14 atm, the balloon ruptured. The procedure was completed with a new angiosculpt device. No patient injury reported. This product problem is being submitted conservatively because the balloon ruptured at rbp.